Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Unable to scan sensor after de-casing. A further extended investigation has been performed. Visual inspection was performed on returned de-cased sensor and damage was observed on the pcba in the form of cracked traces near the asic (application specific integrated circuit) and em chips that were visible under a digital microscope. The patch data that was extracted from previous phase and sensor was found to be in sensor state 8 (indicating error termination). The returned sensor was attempted to be scanned on the evm (evaluation module) however, the scan failed. The damage observed on the pcba preventing from communicating with the returned sensor thus smu(source measurement unit), poise voltage and temperature test are unable to be conducted. It has been determined that the damage on the pcba, which occurred during de-casing, is the reason for the returned sensor being unable to scan. Ultimately, these cracks would prevent the nfc and ble(bluetooth low energy) functions of the sensor from working as intended. The damage cannot be mitigated therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 153 mg/dl compared to readings of 53 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.